Manufacturer narrative:
The hvad driveline remains implanted in the patient and therefore is not available for return to heartware. Contamination of the hvad driveline connector was visually confirmed by the heartware field engineer and a cleaning procedure was conducted per procedure. The contamination was identified as the cause of the electrical fault alarms (contamination around the pin insulates it and results in an open condition, i.e. Front open phase c, resulting in single stator operation). The controller was electively exchanged as leaving it in place could lead to cross contamination of the driveline connector again, and could result in permanent damage to the pins if left untreated. The controller ((B)(4)) was received by heartware and was tested. No malfunctions were found (as found previously in other similar complaints). An internal investigation has identified the root cause of the event as being driveline connector contamination and a cleaning procedure was implemented. No additional information will be forthcoming. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. This is one of two reports (3007042319-2013-00016 and 2016-02073) submitted for devices related to the same event.

Event description:
This event involved a patient who experienced foreign material in the driveline connector approximately 2 1/2 months post hvad implantation. The site called to report occasional electrical fault alarms with the patient controller. Vad coordinator inspected the driveline. No wire exposure was noted, only a slight discoloration on connector was observed. A scheduled driveline cleaning procedure and elective controller exchange was performed by a heartware field clinical engineer without patient injury.